Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, one of the 8mm monopolar curved scissors (mcs) instruments was not recognized when it was installed on the arm. Replacing it with another mcs resolved the issue. Since there was an engagement failure, technical support engineer (tse) advised the customer to check the mcs by installing it on another arm after the operation to confirm whether it was an instrument-related issue. After the first call, the customer found that the wire was broken, so it will be returned and they would arrange a spare one. The procedure was completing as planned but the patient outcome was not provided.